Event description:
Subsequent information was received indicating that the system continued to exhibit high shocking lead impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed that single coil leads tend to have high shock lead impedance measurements. 1.1 joules and maximum energy shocks were delivered and both provided normal shocking lead impedance measurements. High energy test was delivered and normal measurements were obtained thereafter. Additional information indicated that the patient will continue to be monitored. The system remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms two days post device implant. A loose set screw or connection issue was suspected. Boston scientific technical services (ts) discussed troubleshooting options. The lead was reprogrammed distal coil to can and acceptable shock impedance measurements were observed. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received indicating that the system continued to exhibit high shocking lead impedance measurements greater than 125 ohms. Normal measurements were obtained during a subsequent in-clinic check. Boston scientific technical services (ts) advised performing commanded shocks. Further, ts discussed the limit is non-programmable and the alert is non-configurable. The physician has elected to continue patient monitoring. The system remains in service. No adverse patient effects were reported.